Manufacturer narrative:
This report is for an unknown tfna lag screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision of trochanteric femoral nail advanced nail (tfna) due to nonunion on (B)(6) 2019. The surgeon removed the original tfna impact along with the two (2) unknown cables and replaced with a new unknown tfna implant and augment. The unknown tfna lag screw migrated into the pelvis and a second revision surgery was scheduled on (B)(6) 2019. It is unknown if there was surgical delay. Procedure outcome is unknown. This report captures post-op event involving a first revision of trochanteric femoral nail advanced nail (tfna) due to nonunion, while related complaint (B)(4) captures the post-op event involving a scheduled second revision surgery of an unknown tfna lag screw that migrated into the pelvis. This report is for one (1) unknown tfna lag screw. This is report 3 of 4 for complaint (B)(4).